Event description:
A report was received that the patient was experiencing jerks in the hand when the stimulator was turned on. It was also stated by the patient that when the stimulator was turned on, it damaged the reflexes on the legs. No further information can be obtained by bsn.